Manufacturer narrative:
The insulin pump received with blank display due to corroded battery tube. The insulin pump was unable to verify for operating currents including low battery, off no power and battery out of limit alarm due to blank display. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have a blank screen display after receiving a low battery alert. Customer's blood glucose was 220 mg/dl. During troubleshooting, it was found that battery compartment was corroded. Customer was able to turn insulin pump back on. Customer was advised that issue could re-occur due to corrosion. Customer was advised that insulin pump would need to be replaced.